Manufacturer narrative:
N3-non destructive visual evaluation was performed on the patella component. The device was revised because the pegs had sheared off. The articulating surface of the patella showed some burnishing wear and cold flow. There were no apparent material or manufacturing defects noted on the component.